Event description:
The customer contact reported the device alarmed with an e321 (batt charger timeout) alarm code. The device was returned to the biomedical dept with an unsigned note that stated, "e321." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing, an e321 (batt charger timeout) alarm code was noted. Through requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility on (B)(4) 2013. During testing, the device passed testing. A e321 (batt charger timeout) alarm was noted in the device history but was not duplicated during testing. The device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the info known by the reporter upon query by hospira personnel.